Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, tracheal intubation and ventilator-assisted ventilation were immediately given to the patient. After intubation, the patient repeatedly vomited foam-like secretions through the mouth, and snoring was heard. Monitoring the pressure of the cuff was automatically reduced, so the patient was given a replacement tracheal tube and the treatment continued. After removal, bubbles were discharged from the cuff when it was inflated underwater, and indicated that the cuff leaked air.